Event description:
Surgeon was using zimmer pulsavac wound debridement high capacity brush tip attachment and stopped working (suctioning and lavaging). Surgeon discovered the tip of the brush meant to spray water into the canal had a plastic piece jammed at the top and could not be removed. Circulator grabbed another supply and case was able to proceed without any further issues.